Event description:
Reportedly, this magna valve was explanted after a couple of hours due to bradycardia and lowered blood pressure. Despite usage of adrenaline to maintain blood pressure, the surgeon decided to open the chest again when sbp was 60 mmhg. Went back on bypass in the ICU and removed the valve and put in a mechanical valve.